Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a unknown procedure, the jaws of the device did not open. The case was completed with another device of the same product code. There was no patient consequence.